Event description:
It was reported that 5 of the bd needle 1/2 in. Single use, sterile, 30 g were clogged. 1 of 3 verbatim: we have had 5 needles get clogged when pushing medication though.

Manufacturer narrative:
The following fields were updated due to additional information: b.3. Date of event: 17-jul-2023. B5: describe event or problem: it was reported that 5 of the bd needle 1/2 in. Single use, sterile, 30 g were clogged. 1 of 3 verbatim: we have had 5 needles get clogged when pushing medication though. D1: medical device brand name: bd needle 1/2 in. Single use, sterile, 30 g h6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3055903. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that 5 of the bd safetyglide¿ needle were clogged. Verbatim: we have had 5 needles get clogged when pushing medication though.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.